Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was 13.0 mmol/l. The customer reported that the buttons started to become unresponsive. The customer stated that the device had not been dropped or bumped or exposed to moisture. The customer was advised that we would send a replacement for nd swap. The customer is going to revert to a back up plan.

Manufacturer narrative:
No button error alarms noted. The pump had an unresponsive down button due to corroded keypad traces. Unable to perform displacement test due to the unresponsive button. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a stained end cap sticker.